Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following possible complications among others: ¿complications which may occur include, but are not limited to, infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant history: added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: [missing records: records for ¿hernia repair with mesh¿ were not provided.]. Product identification records for the alleged gore device were not provided. On (B)(6) 2012: (B)(6) md. Office visit. Complaint of recurrent ventral incisional hernia with a single hernia defect. States the onset of pain and a bulge began 8 months ago and has been constant. Bulge is non-reducible. States having previous ventral incisional hernia. No complications with previous surgery. Has had a previous repair of hernia with 10 x 15 cm goretex placed retromuscular and extraperitoneally at (B)(6) hospital by dr. (B)(6) approximately 3 years ago. Past medical history: incisional hernia, obesity, tobacco abuse 1 ½ pack per day for 16 years. Past surgical history: abdominal hernia repair, cesarean section. Weight 250 lbs. Gastrointestinal: large, chronically incarcerated hernia below the umbilicus. Unable to determine the size of the fascial defect. 1.5 cm eschar in skin overlying hernia. No drainage or cellulitis noted. Assessment: recurrent incisional hernia after prior open repair. Reviewed CT report but do need to see the films to determine the size of the fascial defect and location of old mesh now. Old mesh will need to be removed. May have some necrosis of the skin from this hernia. She may not be a candidate for laparoscopic repair. The repair with mesh placement will be scheduled. On (B)(6) 2012: (B)(6) md. Office visit. Follow up recurrent ventral incisional hernia with a single hernia defect. Assessment: incisional hernia recurrent after prior open repair. I reviewed CT scan films she has a 10 cm fascial defect. Will benefit from open repair with mesh and component separation. Scheduled for next month. On (B)(6) 2012: (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia with chronically incarcerated omentum and transverse colon. Procedures performed: 1. Open repair of recurrent chronically incarcerated incisional hernia. 2. Bilateral component separation. 3. Partial omentectomy. 4. Removal of old gore-tex mesh. Estimated blood loss: 200 ml. Fluids: crystalloid 2800 ml. Urine output: 150 ml. Specimens: 1. Hernia sac. 2. Omentum. 3. Old gore-tex mesh. Complications: none. Operative findings: recurrent incisional hernia with a 10-cm transverse dimension wide fascial defect with chronically incarcerated omentum and transverse colon. This was repaired using an 18 x20 x 14-cm sheet of surgimesh xb. Old gore-tex was removed and bilateral component separation performed as well. Disposition: to recovery room, extubated, in satisfactory condition. Indications for procedure: the patient is a 46-year-old female, who has a history of a ventral incisional hernia repair in 2009 by dr. (B)(6). At that time, he placed a 10 x 15-cm sheet of gore-tex in a retro muscular and extrapertioneal position to repair the patient¿s incisional hernia from her cesarean section. The patient now has an 8 month history of enlarging bulge with associated pain. CT scan confirmed the presence of a recurrent incisional hernia with a 10-cm fascial defect seen on CT. Risks, benefits, and alternatives to repair were discussed in detail with the patient and verbal and written informed consent for the procedure obtained. Description of procedure: ¿the patient was brought to the operating room, placed on the operating table in the supine position. After induction of adequate general anesthesia, scd¿s were placed for dvt prophylaxis and IV antibiotics were administered. Foley catheter was placed to decompress the bladder. The patient¿s abdomen was then prepped with hibiclens scrub and paint and she was draped sterilely with the addition of an ioban steri-drape as an additional barrier to infection. Final time-out protocol was performed. A #15-blade was then used to open the patient¿s well-healed incision being careful not to extend the incision too deep as the patient had a very large chronically incarcerated hernia and the hernia sac was going to be located just deep to the skin. Once I had divided the skin, I was able to use blunt dissection to separate the hernia sac from the underlying skin and subcutaneous tissue. I then used a combination of blunt and sharp dissection with the bovie cautery to excise the hernia sac from the subcutaneous tissue and identified the neck of the hernia sac. I then opened the hernia sac and examined the contents in the hernia and noted that there was chronically incarcerated omentum and transverse colon. I identified the neck of the hernia defect and excised the sac at the neck and passed this off the table and sent it for permanent specimen analysis. There were extensive adhesions within the hernia sac that I did have to divide using the bovie cautery. There was a large piece of omentum that was chronically incarcerated, but viable, but this omentum had multiple large defects within it that could lead to an internal hernia, and I did not feel it was appropriate to leave this in place. Therefore, I excised this omentum performing a partial omentectomy using the harmonic scalpel to divide the omentum. Larger vessels within the omentum were ligated using 2-0 silk ties. Once this specimen was free, it was sent for permanent analysis. I then reduced the contents of the hernia back within the abdominal cavity. At this point, I defined the edges of the fascial defect. I did have to do a little bit more lysis of the adhesions inside the abdomen to free adhesions to the anterior abdominal wall. I identified the patient¿s old gore-tex mesh, which was located as previously stated in a retro muscular and extraperitoneal location and it appeared that the mesh had contracted and pulled away from it fascial attachments superiorly leading to the patient¿s recurrent hernia. I excised this mesh in its entirety using the bovie cautery and sent it for permanent specimen analysis as well. After this mesh had been excised, I then defined the edges of the fascia again and identified the anterior rectus fascia. I did have to clean up some very attenuated fascia and hernia sac from the edges of the fascial defect and this was done with bovie cautery. I measured the defect and noted that it was 10 cm in its widest dimension, which was the transverse dimension. I felt it was going to be appropriate to try to bring the rectus muscles back to the midline in order to be able repair this hernia in a lasting fashion. For this reason, I raised very large and extensive skin and subcutaneous flaps off the anterior fascia bilaterally out to the level of the anterior axillary lines, extending from the costal margin down to the iliac crest bilaterally. I then divided the fascia laterally and released the anterior rectus fascia, and I did this bilaterally extending from the costal margin on either side down to the anterior superior iliac spine. This component separation allowed me excellent mobility of the midline fashion. I was able to put kocher clamps on them and pull them together and I was assured that I could then perform a primary closure over my mesh repair. I then obtained a sheet of surgimesh xb, which measured 26 x 22 x 14 cm in dimension and cut it to an appropriate length, which turned out to be 18 x 20 x 14 cm, so that I would have adequate overlap of the fascia in all directions to minimize the chances of recurrence. This mesh was then placed in a subfascial location and I used interrupted #1 prolene mattress sutures past full-thickness through the abdominal wall and then down through the mesh and back up through the abdominal wall and I tied these down, and I ensured that the mesh was oriented properly such that the tissue integration site was located towards the abdominal wall and the barrier side was located toward the bowel. I ensured that the mesh was sewn in place in a tension-free manner circumferentially and I got excellent overlap of the fascial edges with at least 4 to 5 cm in all directions of overlap of the mesh. Once the mesh was sutured into place, this created excellent tension-free repair. I ensured that we had excellent hemostasis. The midline fascia was then re-approximated over the mesh using a running looped #1 pds suture and this re-established the rectus muscles in the midline as well as covered the mesh completely so that it would not be exposed in the subcutaneous tissue. I then irrigated the wound copiously with warm sterile saline. I ensured excellent hemostasis. I then obtained two 10-mmflat jackson-pratt drains and brought them through separate stab incisions in the abdominal wall and then placed them out laterally underneath the skin and subcutaneous flaps raised for the component separation portion of the procedure. These drains were sutured into place with nylon sutures and initially placed on wall suction. I then excised some redundant, very thin compromised skin, which was left behind after excision of the patient¿s hernia and I did this using the bovie cautery. Once this was complete, I reapproximated the subcutaneous tissue in a running fashion using a 2-0 vicryl stitch. The skin was then re-approximated using skin staples. The drains were placed to bulb suction and the wound was dressed using xeroform gauze and a 4 x 4 gauze, as well as surgical tape. At the conclusion of the procedure; all sponge, needle, and instrument counts were correct x 2. The patient was awakened from general anesthesia and transferred to the recovery room, extubated, in satisfactory condition.¿ on (B)(6) 2012: (B)(6). Surgical pathology report. Path no: (B)(4). Preop diagnosis: ventral hernia, postop diagnosis: same. Diagnosis: ¿a¿ hernia sac, mildly fibrotic. ¿b¿ partial omentectomy: fibrosis with recent hemorrhage and focal adhesions. ¿c¿ old mesh: graft material, focally fibrotic. Gross description: ¿a¿ marked ¿hernia sac¿. The specimen consists of two soft tissue fragments. One fragment demonstrates a pale pink, smooth, mucosal lining with attached adipose tissue. This fragment measures 15 x 4 x 1 cm. The second fragment consists of adipose tissue which is yellow and focally hemorrhage, measuring 12 x 15 x 1 cm. On cross section, the tissue is yellow. No masses are identified. Sections representative. ¿b¿ marked ¿partial omentectomy¿. The specimen consists of a portion of adipose tissue which is yellow and focally hemorrhagic measuring 26 x 15 x 2 cm in thickness. The tissue demonstrates occasional adhesions. Cu[illegible] cross section the tissue is yellow. No masses are identified. Sections representative 1 & 2 (2 each). ¿c¿ marked ¿old mesh¿ and consists of a flat oval yellow focally hemorrhagic soft tissue fragment, measuring 11 x 9 x 0.6cm. The specimen demonstrates the presence of suture material. Cross section demonstrates a light to pale yellow flat portion of core material. Sections representative 1 & 2 (1 each). Microscopic: ¿a¿ the specimen consists of a portion of fibrovascular tissue. The tissue demonstrates focal fibrosis. Atypia is ont [sic] seen. ¿b¿ the specimen consists of fibrovascular and adipose tissue. The tissue appears focally hemorrhagic and demonstrated foci of fibrous and focal adhesions. Atypia is not seen. ¿c¿ the specimen consists of graft material. The tissue demonstrates areas of fibrosis. Atypia is not seen. Inflammation is not seen. On (B)(6) 2012: (B)(6) md. Office visit. Follow up after ventral incisional herniorrhaphy by open repair with surgimesh and bilateral components separation on (B)(6) 2012. The hernia repair location was lower midline. Denies any significant postoperative complications. Here for drain removal. Has resumed household activities and no lifting. Weight 247 lbs. Gastrointestinal: low midline incision is clean and healing well. No seroma. Drain output serosanguinous. Drains removed intact. No abdominal wall hernias are present. Assessment: doing well. Drain outputs were a little on the high side, but did not feel comfortable leaving them in longer since it has been 8 days. Continue abdominal binder. Staples removed. On (B)(6) 2012: (B)(6) md. Office visit. Follow up after ventral incisional herniorrhaphy by open repair with surgimesh and bilateral components separation on (B)(6) 2012. No issues since last visit. Has resumed limited activities. Abdominal examination: low midline incision has some partial skin separation in upper portion. No seroma. No abdominal wall hernias are present. On (B)(6) 2012: (B)(6) md. Office visit. Follow up. Abdominal exam: area of skin separation is healing and cleaner today. While probing this area I encountered drainage of seroma fluid, well over 2 liters of serous fluid evacuated. No abdominal hernias are present. Wear abdominal binder. On (B)(6) 2012: (B)(6) md. Office visit. Follow up. Has noticed mild to moderate amount of drainage every couple of days. Abdominal exam: open area of wound is clean and granulating about 300 cc of seroma expressed today. Continue binder. On (B)(6) 2012: (B)(6) md. Office visit. Follow up. Abdominal exam: open area of wound is clean and granulating, maybe 25 cc of seroma expressed today. Continue binder. On (B)(6) 2012: (B)(6) birmingham. Microbiology report. Anaerobic and aerobic culture. Post surgical wound. Anaerobic culture: result 1: peptostreptococcus species. Aerobic culture: moderate growth escherichia coli. On (B)(6) 2012: (B)(6). Office visit. Follow up. Developed an infected seroma. Cultures grew escherichia coli, given augmentin. She says it¿s still draining. Abdominal examination: open area of wound is clean and granulating, some serous drainage noted today, but not purulent anymore, no cellulitis. Chronic wound sinus that is 6 cm in depth. Complicated open wound that is non healing, complication is not unexpected with her heavy smoking. On (B)(6) 2012: (B)(6) md. Office visit. Wound follow up. Tentatively scheduled for debridement and closure of wound for next week but she says wound is no longer draining and she cancelled surgery. Abdominal exam: open area of wound is clean and granulating, no drainage noted. Cauterized the granulation tissue with silver nitrate. Open wound, sinus appears to be closing, no further drainage. I did not probe but cauterized superficial granulation with silver nitrate, hold surgery for now. Follow up in 6 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot#: of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent an alleged hernia repair in 2009 whereby a "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: mesh contracted and mesh removal. Additional event specific information was not provided.